Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that the received incident is the 6th one registered in the getinge complaint handling systems for issues where unexpected steam leak from parts available for the customer occurred due to various reasons. In no previous case a serious injury or worse occurred and all were reported based on the potential. When the event occurred, the device did not meet its specification and it contributed to event. Upon the event occurrence the device was not being used for patient treatment. During the investigation course, we were able to establish that the hot steam leaked from the door opened during the cycle. The door opened because of the safety line alarm being triggered. The safety line mechanism was found to be loose (loosened safety bracket) and was most likely activated during the process by a slight touch (e.g by movement of loading racks or even a water splash). The problem with the exposed wiring was found not related to the safety line issue. The device was repaired by adjustment of the part. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to the manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of washers disinfectors (B)(4). As it was stated, the safety line switch became loose leading to open the door in the middle of the cycle causing the steam leak into the room and facility fire alarm activation. There was no injury reported however we decided to report the issue based on the potential, as any unexpected steam leak from parts available for the user might led to serious injury or worse.